Event description:
The pt was undergoing an elective lead replacement. Upon hooking up the new high voltage lead to the original implantable cardiac defibrillator which was going to be re-used, the clinic staff was unable to communicate with the implantable cardiac defibrillator. Device orientation was checked, and the device had not been flipped in the pocket precluding telemetry access. Repeated attempts to communicate failed and so the implantable cardiac defibrillator was ultimately replaced.